Manufacturer narrative:
Other relevant device(s) are: product ID: e volutpro-29, serial/lot #: (B)(4), ubd: 10-apr-2020, UDI#: (B)(4). Product analysis: the valve remains implanted and the dcs was discarded, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was implanted at a depth of 6 millimeter (mm) on the non coronary cusp and left coronary cusp. While removing the delivery catheter system (dcs), nothing unusual was reported and no movement of the valve on angiogram. A last contrast-control-shot was performed and revealed that the valve embolized upwards into the sinus of valsalva (about 5 mm above the annulus). The valve was snared up into the ascending aorta and a second transcatheter bioprosthetic valve was implanted valve-in-valve. Although the physician reported that there was no resistance during the withdrawal of the dcs, it was predicted that during the dcs removal, the upwards moving nose cone might have dislodged the valve. No additional adverse patient effects were reported.